Manufacturer narrative:
Steris personnel arrived onsite to inspect the v-pro max sterilizers and confirmed that the sterilizers were found to be operating properly with no issues noted. The employees working in the sterilization area do not consistently wear proper ppe as stated in the operator manual while operating the v-pro max sterilizers. The operator manual states, (pp. 2-1), "ppe - personal protective equipment including goggles or face shield and chemical-resistant gloves (barrier laminate, butyl rubber, nitrile rubber, neoprene rubber, polyvinyl chloride or viton®1)." User facility personnel received in-service training on the proper use of ppe while operating the v-pro max sterilizers. During the time of the reported event the vents for the ventilation system in the room in which the v-pro max sterilizers are located were closed. The user facility confirmed that the vents are now open. The operator manual states (pp. 3-2), "steris recommends (in accordance with aami st58, 2013) the room containing the sterilization unit has a ventilation system capable of an air exchange at least 10 times per hour." The sterilizers were returned to service and no additional issues have been reported.

Event description:
The user facility reported that employees experienced irritation while in a sterilization room where the v-pro max sterilizers are located. The employees sought and received medical treatment.